Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system logs and identified errors 48200, 48101, and 48100. The fse swapped the left and right video output cables on the personality module surgeon console (pmsc), and the issue moved to the other side of the high resolution stereo viewer (hrsv). The fse confirmed the pmsc was defective. The fse replaced the pmsc to correct the reported problem. The system was tested and verified as ready for use. Isi received the pmsc involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The pmsc was installed with a printed circuit assembly (pca) test system and launched in maintenance mode to program the software. The pmsc was power cycled 10 times with repeated occurrences of error 48200 (p2=4). There was no video being displayed through the right eye of the hrsv. The surgeon console leaf (scl) 2 board would be replaced. The root cause of the issue was attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci surgical system. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer called in to report that the high resolution stereo viewer (hrsv) right eye had no image. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the image on the vision side cart (vsc) touchscreen was normal. The tse had the customer power cycle the system and reset the circuit breaker; however, the issue persisted. The procedure was converted to another da vinci surgical system and completed robotically with no reported injury. On 13-oct-2021, isi obtained the following additional information from the customer regarding the reported event: the system was reportedly inspected prior to use, and no issues/errors were noted. The surgeon was able to see through the hrsv and go into following mode.